Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Right knee pain/ motion in right knee was painful [arthralgia}. Right knee swelling [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on 14-jul-2010, from a healthcare provider via a company rep, regarding a (B)(6) female pt, unk initials. The pt experienced right knee pain, right knee swelling, right knee effusion, and a right knee replacement after receiving synvisc-one. The pt received synvisc-one into the right knee on (B)(6) 2010. The pt experienced right knee pain and swelling beginning about 24-48 hours following the injection. The physician aspirated fluid from the right knee for "culturing." The culture showed no growth, was negative for infection. The pt returned to the physician and motion in the right knee was still painful. It was reported that the physician injected rocephin into the right knee and started the pt on levaquin. The pain and swelling improved. The pt had the right knee replacement on (B)(6) 2010. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.